Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was above 370mg/dl at the time of incident and current blood glucose level was 297 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain and dizziness but they feel ok. Customer had been using insulin pump system within 48 hours of reported high blood glucose event the customer was treated with insulin pump. Customer does not allege pump was under delivering. Customer reports they are unsure if bolus wizard is programmed accurately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.